Event description:
A speedband superview super 7 device was used during a varicose vein loop ligature procedure in 2008. According to the complainant, during the procedure, "the first ring broke off inside the patient." It was reported that the physician left the band inside the patient to pass via peristalsis. The physician completed the procedure with a different device (product and manufacturer unknown). No patient complications were reported as a result of this event. The patient's condition was reported as "stable" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the report event is undetermined. The june 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.